Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, unknown. Femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.